Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1193064. Medical device expiration date: 30-jun-2024. Device manufacture date: 12-jul-2021.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced the safety stylet would not remove. The following information was provided by the initial reporter: during cannulation with nexiva 22 ga, the safety stylet did not come out from the hub.

Manufacturer narrative:
Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lots, 1193064 and 1202525, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle and white finger grips had been retracted but the gray tip shield remained attached to the catheter adapter. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced the safety stylet would not remove. The following information was provided by the initial reporter: during cannulation with nexiva 22 ga, the safety stylet did not come out from the hub.